Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: placed 1 circumferential ligatures around each vascular plexus and transfixed around tunica with 2-0 pdsii. Subcutaneous pattern used with 2-0 pdsii. Intradermal sutures used with 2-0 pdsii. On (B)(6) 2022, skin opened up suggesting intradermal sutures broke. Suspected subcutaneous pattern held as a cone was placed prior to further damage. No samples have yet to be collected. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a orchidectomy procedure on (B)(6) 2022 and suture was used. After fully healed the k-9 gnawed at the location of the incision causing tissue damage once the cone was removed on (B)(6) 2022. K-9 started opening the incision on (B)(6) 2022 so the cone was replaced. K-9 was seen in office on (B)(6) 2022 where the incision was sprayed with an antibiotic once a day. The scab was starting to fall off on (B)(6) 2022 and under appeared to be a red hematoma. On (B)(6) 2022 appears to have a keloid healing on it with the area still red and raw with a hole subcutaneously. Pictures available. K-9 returned to office on (B)(6) 2022 and was sent home with cesaseptin oral antibiotic. K-9 has continued to wear his cone through this time. There were no consequences reported. Additional information was requested.